Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to failed pump tubing. The previous pump and cylinders were removed and replaced with new components. No information about the patient's outcome was provided.